Manufacturer narrative:
Date of event: exact date not provided best estimate (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's left eye due to a residual refractive error. There were no complications reported. The lens was replaced with the same model, z9002, 20.5 diopter. The patient was doing good post op. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Device available for evaluation; device returned to manufacturer on: february 4, 2019. Device evaluation: the intraocular lens was returned to the manufacturing site for investigation. A visual inspection was performed and the returned product was receive inside a plastic bag. The lens was wrapped inside gauze. Lubricant material residue and loose particles can be observed on the lens surface. Lens was cut in two pieces and the haptics were slightly distorted. The observed conditions could be related to the removal process. Due to the condition in which the lens was returned, the customer's reported issues could not be verified. Manufacturing record review: a review of the records was performed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, along with warnings for the proper use and handling of the product. Historical analysis: a search revealed that no additional complaint was received from this production order. Based on the results of the investigation, no product quality deficiency could not be determined. All pertinent information available to johnson & johnson surgical vision, inc. Is submitted.